Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right internal carotid artery. The 5.0mm x 40mm x 80cm viatrac peripheral balloon dilatation catheter (bdc) was advanced to the target lesion without resistance. The balloon ruptured during the second inflation at 12 atmospheres. A stent was implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with lesion calcification or associated devices. The scratches noted near the rupture site indicate interaction to the outer surface material likely caused the balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.